Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 299.8 miu/ml. The sample was repeated twice, resulting as 526.6 miu/ml and 530.1 miu/ml. The 526.6 miu/ml value was believed to be correct based on the history of the patient. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 25919901. The reagent expiration date was asked for, but not provided. The dimensions of the sample tube were 12 mm x 77 mm. This tube size is not specified for use on the analyzer. A rack adapter was not used when the sample was tested. The sample appeared to be hemolyzed. The calibration performed on (B)(6) 2018 was within expectations. Quality controls tested on (B)(6) 2018 were within range.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.